Event description:
It was reported that during a spinal procedure of l4-s1, the surgeon placed rods, provisionally tightened at l4 and s1, then used a reducer at l5, and it was noticed that the screw on the right side started to loosen during reduction. The patient reportedly may have had low bone quality. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. A query of the entire complaint history of this part was conducted on (B)(6) 2011, which did not contribute any additional information to this investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.